Event description:
It was reported that during follow up, high left ventricular (lv) lead threshold was noted. Chest x-ray revealed that the lead had dislodged in the proximal coronary sinus (cs) with no engagement of a cs side branch. The lv lead remains in use. The patient will be booked for an lv lead re-position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.